Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information is not available for reporting. Other number¿UDI: (B)(4). Date of implant is unknown. Device is still indwelling as of the date of this report. It is unknown if the subject device will to be returned to the synthes manufacturer for evaluation. At this time, the nail is still retained in the patient. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that during revision surgery to remove a trochanteric fixation nail¿advanced (tfna) that had migrated postoperatively, the nail broke unexpectedly. The surgeon only removed the screws during the surgery and the nail was left in the patient. There is no information available for reporting regarding patient and surgical outcome or surgical delay. This report addresses the intraoperative events during the revision surgery. The need for revision surgery is addressed and reported in related complaint, com-(B)(4). This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The nail broke at the distal side of screw hole. Patient status is reported as good. Reportedly there was no surgical delay. Concomitant device reported: screws.